Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end to mid left anterior descending artery (lad). A 38 x 3.00mm promus premier¿ stent was advanced but was unable to cross the lesion as the device came in contact with the lesion in proximal lad. The 38 x 3.00mm promus premier¿ stent was attempted to cross using a non-bsc guide catheter extension however the device did not advance as the tip of the stent delivery system (sds) came in contact with the calcification of the lesion. The device was removed from the patient and it was noted that the stent was lifted and the tip of the sds was damaged. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product.   (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).